Event description:
Non-fusion of a patients spine was reported after being implanted with a zero-p cervical system. The date of the surgery was reported to have been performed about eight months previous to this report date of (B)(6) 2013. The patient previously had two lateral fusions and was implanted at another level with the zero-p cervical system, eight months ago, to treat a degenerative disk and adjacent level disease. The surgeon performed an adjacent level fusion surgery. The current surgeon observed the patients spine was not fusing after an x-ray and CT scan during a follow up visit on an unknown date. The current surgeon did not perform the original implant surgery. Anticipated treatment is unknown at this time. Implanted parts included one, zero-p implant 8mm height lordotic-sterile and four, 3.0mm ti cervical spine locking screws 14mm. This report is for one, 3.0mm ti cervical spine locking screw 14mm. This report is 2 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device was implanted on an unknown date in 2013. The investigation could not be completed; no conclusion could be drawn because the device was not received for evaluation and no lot number was provided.